Event description:
A customer reported that the adc freestyle libre 2 reader would not power on with button press or test strip insertion, and she was therefore unable to monitor blood glucose. As a result, the customer experienced a loss of consciousness. However, she was able to regain consciousness on her own and self-treated with food and glucagon injection. There was no report of third party intervention for the reported issue, and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.